Manufacturer narrative:
Follow-up #1: date of submission 14-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2018 with the following findings: during investigation, the keypad rubber was undamaged and all keypad buttons were responsive to user input. The alleged tactile/changes issue was unable to be duplicated during investigation. The keypad rubber was removed to find no contamination or damage was found to the button contacts. Evidence of moisture corrosion was observed in the battery canister and on the battery cap. The pump cover was removed to find further moisture corrosion to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the keypad was under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with this complaint.